Event description:
It was reported via clinic notes that the patient that after their vns adjustment the patient would have 1-2 episodes a week when the patient would yell out of sleep and have tachypnea for several seconds. No additional relevant information has been received to date.